Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The type of this complaint is revision due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states the type of this complaint is revision due to dislocation. Primary surgery for oa had taken place on (B)(6) in 2009. The patient had felt uncomfortable in the left hip for six months, and had been in under observation. Also, she had suffered from swelling so the surgeon removed synovial fluid some months ago. Last week she was brought to the hospital because of dislocation and revision took place on (B)(6). The surgeon replaced the stem, the head with a ceramic one, and the cup with a cement cup because the bone ingrowth had not been promoted. It was reported that bone atrophy was found inside the stem. The surgeon found the tissues around the articular capsule had turned to black, and also found small amount of metal wear in the neck-taper junction. It was not reported whether there was a surgical delay. The patient is now under observation. A review of complaints databases and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 12-november-15. Conclusion and justification status: following investigation by tribology and bioengineering, it was concluded that: it was not possible to identify the root cause of the need for revision, and that from the information reviewed, it is unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.